Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) battery will not hold a charge and helium gauge is showing empty. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit was not fully seated in the cart. The unit was properly reseated. Product inspection was performed per manufacturer requirements.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump(iabp) battery will not hold a charge and helium gauge is showing empty. There was no patient involved.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( investigation conclusions).